Manufacturer narrative:
B3. Reported event date is the date of the article's online publication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Han, y., liu, x., yao, t., zhou, q., wang, j., wang, c. (2024). Posterior short ciliary arteries ischemia following embolization of anterior ethmoid artery to treat dural arteriovenous fistulas: a case report. Bmc ophthalmology, 24(1). Https://doi.org/10.1 186/s12886-024-03725-x medtronic review of the literature article found a case report in which the patient underwent embolization with onyx 18 to treat an anterior cranial fossa dural arteriovenous fistula (davf). There was no reported device malfunction or intra-operative issue. The procedure was considered successful with no evidence of untargeted occlusive embolus. However, the day after the embolization procedure, the patient began experiencing painless vision loss in the right eye. Fundoscopyand optical coherence tomography showed unilateral papilledema with pale optic disc in the right eye accompanied by significant edema and thickening in the retinal nerve fiber layer of the macula. The patient was diagnosed with anterior ischemic optic neuropathy due to the posterior ciliary short artery ischemia. An attempt was made to treat with oral steroids and hyperbaric oxygen therapy for two weeks but this was not successful. Papilledema was markedly reduced, but there was no improvement in the visual acuity and visual field of the patient's right eye.